Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a motor error alarm during a bolus delivery. The customer stated they did not drop or bump their insulin pump. Customer also did not expose their insulin pump to a high magnetic field. The customer was able to rewind their insulin pump. Customer's blood glucose was 3.3 mmol/l. No additional information provided.